Event description:
It was reported that during a pulse field ablation procedure a farawave nav catheter was selected for use. Mapping of the left superior, left inferior, and right superior veins was performed. During deployment of the catheter at the ostium of the right inferior pulmonary vein (ripv) to perform mapping of this vein, the starter guidewire became stuck in the catheter and the wire operation was deemed to be no longer possible from that point. There was severe resistance noted, making it unable to perform pushing or pulling of the device. The catheter and guidewire were replaced, and the procedure was completed successfully without patient complications. The catheter has been received at boston scientific's post market laboratory where it is awaiting analysis. It was further reported that no guidewire issues were observed during preparation prior to insertion into the body. Tissue was seen at the tip of the catheter or guidewire the guidewire was able to be removed normally, and when the catheter was removed the wire was positioned protruded from the tip of the catheter. No other catheter malfunctions were present.

Manufacturer narrative:
B5: describe event or problem - updated. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. H6: patient codes, impact codes- updated.

Manufacturer narrative:
H6: evaluation conclusion codes: corrected to update the order of conclusion codes. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Device technical analysis: upon receipt at the boston scientific post market laboratory, it was noted the catheter was returned with the guidewire still inserted through the device. Investigators were unable to withdraw the guidewire during functional testing, but the catheter was still observed to have its full deployment range. Microscopic inspection identified tissue on the tip of the catheter spline cage, lodged between the guidewire and the catheter guidewire lumen, preventing the movement of the guidewire. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Labeling review: users are instructed to be careful when manipulating the guidewire during the procedure, per the farawave pfa catheters instructions for use (IFU), "when positioning on cardiac structures, the guidewire should be retracted to prevent cardiac perforation or tissue damage. Ensure the tip of the device is not against tissue prior to advancing or retracting the guidewire to prevent cardiac perforation or tissue damage." Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review performed for the farawave device confirmed that the event of stuck guidewire is a known event defined in the product risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the farawave device is acceptable. Investigation conclusion: based on all the available information the stuck guidewire was most likely due to an unintended use error based on the presence of tissue between the guidewire and the catheter guidewire lumen. Tissue/body fluid can inadvertently enter the catheter shaft if the guidewire tip does not remain at or just past the distal tip of the catheter during retraction. The presence of tissue between the devices can impede or completely stop the ability to move the guidewire within the lumen. The catheters IFU provides guidance on ensuring the guidewire tip is at or past the distal tip of the catheter before attempting deployment and un deployment. The associated tissue damage from the guidewire is considered a known inherent risk of the farawave catheter and is included in the list of potential complications in the catheters IFU.

Event description:
It was reported that during a pulse field ablation procedure a farawave nav catheter was selected for use. Mapping of the left superior, left inferior, and right superior veins was performed. During deployment of the catheter at the ostium of the right inferior pulmonary vein (ripv) to perform mapping of this vein, the starter guidewire became stuck in the catheter and the wire operation was deemed to be no longer possible from that point. There was severe resistance noted, making it unable to perform pushing or pulling of the device. The catheter and guidewire were replaced, and the procedure was completed successfully without patient complications. It was further reported that no guidewire issues were observed during preparation prior to insertion into the body. Tissue was seen at the tip of the catheter or guidewire the guidewire was able to be removed normally, and when the catheter was removed the wire was positioned protruded from the tip of the catheter. No other catheter malfunctions were present.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that during a pulse field ablation procedure a farawave nav catheter was selected for use. Mapping of the left superior, left inferior, and right superior veins was performed. During deployment of the catheter at the ostium of the right inferior pulmonary vein (ripv) to perform mapping of this vein, the starter guidewire became stuck in the catheter and the wire operation was deemed to be no longer possible from that point. There was severe resistance noted, making it unable to perform pushing or pulling of the device. The catheter and guidewire were replaced, and the procedure was completed successfully without patient complications. The catheter has been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Device technical analysis: upon receipt at the boston scientific post market laboratory, it was noted the catheter was returned with the guidewire still inserted through the device. Investigators were unable to withdraw the guidewire during functional testing, but the catheter was still observed to have its full deployment range. Microscopic inspection identified tissue on the tip of the catheter spline cage, lodged between the guidewire and the catheter guidewire lumen, preventing the movement of the guidewire. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Labeling review: users are instructed to be careful when manipulating the guidewire during the procedure, per the farawave pfa catheters instructions for use (IFU), "when positioning on cardiac structures, the guidewire should be retracted to prevent cardiac perforation or tissue damage. Ensure the tip of the device is not against tissue prior to advancing or retracting the guidewire to prevent cardiac perforation or tissue damage." Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review a risk review performed for the farawave device confirmed that the event of stuck guidewire is a known event defined in the product risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the farawave device is acceptable. Investigation conclusion: based on all the available information the stuck guidewire was most likely due to an unintended use error based on the presence of tissue between the guidewire and the catheter guidewire lumen. Tissue/body fluid can inadvertently enter the catheter shaft if the guidewire tip does not remain at or just past the distal tip of the catheter during retraction. The presence of tissue between the devices can impede or completely stop the ability to move the guidewire within the lumen. The catheters IFU provides guidance on ensuring the guidewire tip is at or past the distal tip of the catheter before attempting deployment and un deployment. The associated tissue damage from the guidewire is considered a known inherent risk of the farawave catheter and is included in the list of potential complications in the catheters IFU.

Event description:
It was reported that during a pulse field ablation procedure a farawave nav catheter was selected for use. Mapping of the left superior, left inferior, and right superior veins was performed. During deployment of the catheter at the ostium of the right inferior pulmonary vein (ripv) to perform mapping of this vein, the starter guidewire became stuck in the catheter and the wire operation was deemed to be no longer possible from that point. There was severe resistance noted, making it unable to perform pushing or pulling of the device. The catheter and guidewire were replaced, and the procedure was completed successfully without patient complications. It was further reported that no guidewire issues were observed during preparation prior to insertion into the body. Tissue was seen at the tip of the catheter or guidewire the guidewire was able to be removed normally, and when the catheter was removed the wire was positioned protruded from the tip of the catheter. No other catheter malfunctions were present.